Event description:
Patient reported obtaining back-to-back blood glucose results of 300 mg/dl and 69 mg/dl, while using the suspect device. Patient indicated that, at the time the results were obtained she was feeling like blood glucose was low. Patient self-treated by drinking orange juice. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.